Manufacturer narrative:
(B)(6).

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in (B)(6) who received morphine and clondine with unspecified concentrations and doses. The patient¿s medical history included metastatic cancer and mixture of neuropathic and nociceptive pain. It was reported that during normal on an unspecified date the patient experienced a drug overdose that caused drowsiness and nausea. This came from the patient¿s decision to use to many boluses. Diagnostic testing, troubleshooting, actions and interventions were not provided. Surgical intervention did not occur nor was planned. At the time of the report the issue was reported as resolved and the patient¿s status was then reported as alive-no injury. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Addition information was received from a foreign health care provider (hcp) via a product surveillance registry (psr) regarding a patient who received clonidine (500.7mcg/day, 179.67mcg/day) and hydromorphone (3.3mg/ml, 1.1841mg/day) in an implantable pump for an unknown indication for use. It was reported the patient experienced drowsiness and nausea on (B)(6)2016. The reporter indicated the issue was due to the patient doing "more bolus than before." It was stated the bolus dose was increase because the patient "needed more." The bolus dose of 30mcg clonidine and 0.2mg hydromorphone was no longer sufficient. The provided interrogation report indicated the bolus dose was programmed to 45.05mcg for clonidine and 0.2969mg for hydromorphone (maximum of 4 activations per day) on (B)(6)2016. The clinical diagnosis of drowsiness was related to the device or therapy and attributed to the increase in bolus dose. Because of the "side effects", the bolus dose was decreased. On (B)(6)2016, the bolus dose was reprogrammed to 38.08mcg for clonidine and 0.2510mg for hydromorphone (maximum of 4 activations per day), while the daily doses remained the same. The issue resulted in an unscheduled clinic or office visit. The event outcome was reported as resolved without sequela as of (B)(6)2016. The most recent follow-up visit was on (B)(6)2017 (no change until this visit) and there had been no complaints since the last dose change. No further actions were required. No further complications were reported/anticipated.